Event description:
It was reported that a spectrum infusion pump had a constant upstream occlusion alarm. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the reported constant upstream occlusion. Evaluation found low fluid numbers caused by a failed upstream sensor which likely contributed to the reported symptom. The failed upstream sensor was replaced.